Event description:
In 2009: customer reports no fluoro during cystogram procedure. No report of injury.

Manufacturer narrative:
Field service engineer troubleshot the report of "no fluoro" per the service manual and found no power to the rotor. Fse checked all connections and after troubleshooting the rotor circuit, the system would work. Fse rechecked all connections and recycled the system power several times with system still working normally. Fse verified system operating properly per service manual. Unit returned to full service by the customer.